Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that there was a kink near the distal end of the returned guide wire and the j bend was slightly opened. The advancer assembly appeared to be used and was missing the straightening tube and the cap. No other damage or defects were observed. Microscopic examination confirmed the kink and that both welds are full and spherical. No separations or offset coils were observed. The returned guide wire was within specification for length and outer diameter. The assembly housing met the extrusion specification of length and outer diameter. Functional testing was performed with the returned guide wire assembly and lab inventory straightening tube and assembly cap. When the guide wire was inserted into the assembly and capped, the kink was observed at the exposed piece of guide wire and guide wire was approximately 2-3cm from the end of the assembly (i.e. Snubber). The guide wire moved freely when advancing out of the assembly. A manual tug test confirmed that both welds remain intact. The device history record (DHR) review was performed on the guide wire and the advancer assembly with no relevant findings. Other remarks: the reported complaint of the guide wire sticks in the housing and will not advance out could not be confirmed through visual examination and functional testing of the returned sample. The guide wire was received removed from the assembly and straightening tube and assembly cap were not returned. The guide wire was confirmed to be kinked indicating that some difficulty was encountered. A DHR review did not reveal any manufacturing related issues. Since the guide wire was returned removed from the assembly and the assembly was missing components, the probable cause of this complaint could not be determined.

Event description:
The customer alleges that when the doctor attempted to thread the guide wire, the guide wire sticks in the housing and will not advance. A new kit was used. No patient injury or harm. There was a delay in therapy.

Manufacturer narrative:
(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that when the doctor attempted to thread the guide wire, the guide wire sticks in the housing and will not advance. A new kit was used. No patient injury or harm. There was a delay in therapy.